Event description:
Rptr had this co's breast implants inserted in 1975. (See 1002445). In 1978 she had a squeeze capsulotomy. In 4/79, she had another co's implant implanted in the left side due to carcinoma. She had fibrocystic disease of the right breast in 10/79. In 1/80 she had this implant on the right side due to carcinoma. In 3/80, she had metastatic carcinoma of the left breast incision site. (Same rptr referred to in 1002445 and 1002446.)